Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's event. The patient is alleging of dizziness/headache and eye, nose and respiratory tract irritation. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's event. The patient is alleging of dizziness/headache and eye, nose and respiratory tract irritation. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings was observed. There was 9 error code found. The third-party service center concludes that they couldn't confirm the customer's allegation. Box h was updated in this reported.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. In box h: component code grid was corrected.